Event description:
Pt reported that during a prime of their insulin cartridge, the device's piston rod extended out completely and emptied the insulin cartridge. No error message was generated by the device. Pt's blood glucose level was not affected and no treatment was received. Pt switched to backup device.